Event description:
User received false negative leukocyte results for 3 pt urine samples. Microscopic examination of the same urine samples showed 34 to 50 wbc's per hpf. Initial results were reported. Pts were not adversely affected. The field service rep was unable to determine a cause and could not duplicate the issue. He noted upon his arrival, the customer was running the instrument with no issues. To verify analyzer performance the field service rep re-calibrated leukocytes three times, ran precision studies using samples, which were negative and positive for leukocytes. Customer ran controls and pts. All results were within spec.